Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI); h4:device manufacture date. Evaluation summary: customer reported no video image. The customer stated camera-no image.the device didn't come back and I didn't know what was causing it.

Event description:
A customer reported no video image and requested an RMA for a model ec-3890li video colonoscope. The customer stated camera- no image the issue was observed in the operating room prior to use during pre-inspection. The customer removed the device from circulation upon noticing the issue. This event meets the requirement for FDA reportability.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information become available, a supplemental report will be filed.